Event description:
Manufacturer review of a patient's vns programming history noted a faulted systems test occurred on (B)(6) 2006 and a final interrogation was not performed. At the next visit on (B)(6) 2006, the settings were 1ma/20hz/500pulsewidth/30sec on/60min off. The settings were corrected this day.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Serial number, corrected data: the incorrect serial number was inadvertently reported on the initial MDR. The correct serial number is provided.